Event description:
It was reported that the procedure was treating a non-tortuous, moderately calcified, 90% stenosed, de novo lesion in the mid left anterior descending coronary artery. During preparation of the 3.0x15mm nc traveler balloon dilatation catheter (bdc), strong resistance was noted during removal of the protective sheath and mandrel. Air aspiration was then performed inside the patient anatomy. Resistance was felt with the anatomy during advancement. During pre-dilatation, the bdc ruptured at 4 atmospheres during the first inflation. Another nc traveler was used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported difficult to remove the protective sheath could not be confirmed due to the protective sheath not being returned. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It was reported that the balloon dilatation catheter was prepared inside the anatomy. It should be noted that the trek rx instructions for use (IFU) instructs the user that all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it could not be determined if performing air aspiration inside of the anatomy would have contributed to the reported balloon rupture. Based on the information reviewed, there is no indication of a product deficiency.